Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 546 mg/dl and a bolus via the pump was delivered to address the bg level. Upon changing the cartridge, the customer received a cartridge 1 alarm. Another cartridge was successfully used.